Event description:
It was reported to philips that the device while plugged into ac, the customer hears a squealing noise and sees the green illuminated ac power led on the monitor. After 45 seconds, the noise and the led disappear, and the device no longer charges the battery nor operates on ac power only. There was no reported patient involvement.